Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer states the little o ring where the insulin reservoir goes in came off. Troubleshooting was performed for damage and was advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump was received with scratched case, missing o-ring(reservoir tube), fading serial number label, cracked retainer, pillowing keypad overlay, and minor scratched lcd window. Insulin pump was received with customer applied adhesive to the retainer and to the reservoir tube lip.